Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery.

Event description:
It was reported that the battery of a v60 ventilator was unable to charge. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.